Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was having issues changing the set. The customer stated that she had gone through 3 reservoirs and could not get the air into the insulin vial and could not push the plunger. Customer was advised to use a reservoir from a different box and she was able to fill the reservoir. Customer was advised to use a reservoir from another box when changing the reservoir again and call back if issue recurs. Blood glucose was 303 mg/dl, she treated and went down to 295 mg/dl. The reservoirs would be replaced and returned for analysis.